Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device for an unknown reason. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.